Event description:
Stretcher 1125e hole, cracks; stretcher 1125000000e scratches; stretcher 1125e scratches; stretcher 1125e hole, cracks; stretcher 1125 prime series hole, cracks; stretcher 1125e holes, cracks, tears, velcro compromised. Stretcher 1125000000e significant holes and cracks in cover; stretcher chair tmm5plus-xwtb holes in cover; surgical eye stretcher chair tmms5plus-xwtb holes in cover; stretcher 1125e multiple holes in cover, fluid stains on mattress; stretcher 1125000000e holes on top of blue cover, multiple cracks in cover, multiple cracks in mattress; stretcher 1125000000e significant cracks in cover, significant cracks in mattress, seam tear; stretcher 1125000000e holes in cover; stretcher 1125e holes in cover, significant wear to cover; stryker stretcher 1125e multiple tears, significant cracks in cover, cracks in mattress, seam tear; stretcher 1125e significant cracks in cover; stretcher chair tmm5plus-xwtb holes in cover; stretcher 1125e wrinkles in cover, stains in mattress; stretcher 1125e significant cracks in cover; stretcher 1125000000e rip in cover, stains in inner lining, rip in inner lining; stryker stretcher 1125e rip in cover, stain in inner lining; stretcher 1125000000e significant holes in cover, stains on inner liner; stretcher 1125000000e significant holes in cover, yellowing on mattress, rips in cover; stretcher 1125000000e significant yellowing in mattress, rips in mattress; stretcher 1125000000e tears in blue cover, stain and tears under cover; stretcher 1125000000e tears in cover, fluid stains in mattress; stretcher 1125000000e scratches, crease in cover, hole in cover, stain in mattress, strong odor in mattress; stretcher 1125000000e rip in cover, fading in cover, rip in lining, stain in lining; stryker stretcher 1125e crease in cover, hole in cover, stain in mattress, strong odor in mattress; stretcher 1125000000e creases in cover, tears in cover, stain in lining; stretcher 1125000000e holes in cover, rips in cover, disintegrating mattress, saturated fluid stains in mattress; stretcher 1125000000e mattress disintegrating, saturated fluid stains in mattress, rips and tears in cover; stretcher 1125000000e fluid marks in mattress; stretcher 1125e hole in cover; stretcher 1125000000e hole in white cover; stretcher 1125000000e rip in inner liner, multiple stains in inner blue cover; stretcher 1125000000e large hole in top of blue cover; stretcher 1125000000e rips in mattress, rips and tears in cover; stretcher 1125000000e damaged cover; stretcher 1125e rust on frame, no mattress present; dolphin mattress damaged cover; dolphin mattress damaged cover; dolphin mattress damaged cover; stryker bed defective zipper; stryker bed damaged cover; stryker bed fluid marks in mattress; stryker bed, fluid marks in mattress stryker bed defective zipper; stryker bed 1115 ripped inner lining; stryker bed procuity zipper broken; stryker, bed fl28 holes in mattress; stryker, bed fl28 holes in cover; stryker, bed fl28 holes in mattress; bed, sleep lab 12060130 fluid ingress; stryker ICU bed procuity seam tear; stryker ICU bed procuity seam tear; stryker ICU bed procuity seam tear; stryker ICU bed procuity seam tear; stryker ICU bed procuity seam tear; stryker ICU bed procuity seam tear; stryker bed procuity zipper seam tear; stryker ICU bed procuity seam tear; stryker ICU bed procuity seam team, cover damaged; stryker ICU bed procuity seam tear; stryker bed procuity seam tear; stryker bed procuity stain on mattress pad; stryker bed procuity seam tear; stryker ICU bed procuity seam tear. Reference reports: mw5161577, mw5161578, mw5161579, mw5161580, mw5161581, mw5161582, mw5161583, mw5161584, mw5161585, mw5161586, mw5161587, mw5161588, mw5161590, mw5161591, mw5161592, mw5161593, mw5161594, mw5161595, mw5161596, mw5161597, mw5161598, mw5161599, mw5161600, mw5161601, mw5161602, mw5161603, mw5161604, mw5161605, mw5161606, mw5161607, mw5161608, mw5161609, mw5161610, mw5161611, mw5161612, mw5161613, mw5161614, mw5161615, mw5161616, mw5161617, mw5161618, mw5161619, mw5161620, mw5161621, mw5161622, mw5161623, mw5161624, mw5161625, mw5161626, mw5161627, mw5161628, mw5161629, mw5161630, mw5161630, mw5161631, mw5161632, mw5161633, mw5161634, mw5161635, mw5161636, mw5161637, mw5161638, mw5161639, mw5161640, mw5161641, mw5161642, mw5161643, mw5161644.